Manufacturer narrative:
Patient information was unavailable from the site. No parts were received by the manufacturer. Event problem and evaluation: on 14-jan-2016, a medtronic representative went to the site to test the equipment and found no power output on the uninterruptible power supply (ups). A replacement ups was ordered. On 18-jan-2016, a medtronic representative went to the site and replaced the ups. The imaging system then passed the system checkout and was found to be fully functional. The uninterruptible power supply (ups) was not returned to the manufacturer for evaluation. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A surgeon from the site reported that while setting up the imaging system for a spinal fusion procedure, the system would not boot up. The issue was found prior to bringing the patient into the operating room. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to proceed with the case. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No further information was provided.